Manufacturer narrative:
H3 other text : the device was evaluated by customer only.

Event description:
It was reported the device ECG lead cable was found defective during self-test. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the cardiac conductance line of the device is faulty. There was no patient involvement.